Manufacturer narrative:
No complaint product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported following a fibroid embolization procedure (with a bilateral approach) two 6f angio-seal vip devices were deployed, one for each groin puncture. Satisfactory pre-insertion angiograms were performed, and the deployments were as per the IFU's achieving instant hemostasis and the patient was discharged. Eight days later, the patient experienced symptoms of left leg claudication. A CT angiogram revealed a left common femoral artery occlusion at the site of the angio-seal deployment and the right leg was fine. A vascular consult decided that the patient would have an endarterectomy surgical procedure, and the patient is awaiting this procedure.